Event description:
The complainant reported that the physician was performing a therapeutic implant (date unknown) of a PICC in a patient (age and gender unknown). During the withdrawal of the guidewire, the tip frayed and became lodged in the needle while still inside the patient. The patient was transported to the radiology department where the guidewire was successfully removed from the patient. None of the frayed material remained in the patient and the PICC was successfully implanted. The complainant reported that other than having the guidewire removed in the radiology department, there were no adverse affect on the patient as a result of the reported problem.

Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation has not yet been performed. At this time we are unable to determine if the device met specification or to determine the relationshop between the device and the cause for this event. The may 2007 15-month piccs valved complaint trend report, inclusive of all failure modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.